Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set ckt. The venous luer lock was found broken during treatment. There was no serious injury to the patient or medical intervention to preclude serious injury.